Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller was with the patient and they came to reprogram the patient's implanted neurostimulators. When the rep tried to connect to the ins with the clinician application a message was displayed indicating that the ins battery level was too low to start a programming session. The patient was charging just fine up until about a week ago when they went to charge and they couldn't charge. The patient reported that the remote displayed some error message when they attempt to recharge. The patient tried multiple times to recharge the ins and got the same error message. The patient did not have the recharger with them at the time of the call. The issue was not resolved through troubleshooting. The representative was advised to have the patient call patient services when they have the components with them. No symptoms were reported. Additional information was received from a manufacturer representative (rep) stating the patient received a new recharger and her system was working fine, after. Patient just notified rep yesterday that her program is not allowing her to increase the strength and they are meeting on monday, in clinic. She has two impendence's on one of her perc leads, and so rep will try to program around the impendence's, so that this error message will not appear again.